Event description:
On 07/17/08 - received email from the reporter, alleging that when they received the bed the nut (44126) that secures the ground wire to the ground lug was loose. The reporter stated that he tightened the nut to resolve the issue.